Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient notifier was delivered four times for high pacing lead impedance measurements. Patient is non-pacemaker dependent. Isometrics and pocket manipulation were performed and no vary in impedance values were observed. Patient will be monitored remotely. No further information available.